Manufacturer narrative:
Reference record (B)(4). Catalog number is the similar us list number, the international list number is unknown. The device manufacturer and lot number of the device involved in this complaint was not provided. Therefore, it is unknown if the device involved was abbvie branded tubing. Conservatively, abbvie has chosen to report this complaint due to the potential that the device involved could have been abbvie branded tubing. The device involved in the event was not returned and the device disposition is unknown; therefore, a return sample evaluation is unable to be performed. Stoma site infection is a known complication of a peg tube placement. If any further relevant information is identified or obtained, a supplemental medwatch will be filed.

Event description:
On an unknown date, a patient in (B)(6) underwent a procedure for the placement of percutaneous endoscopic gastrostomy (peg) tube. On an unknown date, the patient experienced covid-19 infection, pneumonia, atrial fibrillation, pulmonary embolism secondary to covid-19, and cdiff. The patient was hospitalized on (B)(6) 2021 for chills, fever, and pneumonia. During hospitalization, the patient experienced stoma site exudate, inflammation, and infection. The patient was treated with oral probiotics and oral antibiotic medication, metronidazole 500 mg twice daily. The patient was discharged from the hospital on (B)(6) 2021.